Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor losing power in the middle of a case. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding losing power in the middle of a case failure of p/n: 110940. There have been no other similar events for the referenced catalog number. Trend request for this part number has been submitted (trend request #737). Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the device was evaluated per tsp-0011 anspach emax 2 plus burr motor and the reported event was not confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #737 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach stopped working causing a 20 minute delay. The surgeon completed the case manually. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Actual problem: could not duplicate problem. Performed burr status and burr over ride on motor from my kit, and 3 from the account all worked without problem.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach stopped working causing a 20 minute delay. The surgeon completed the case manually. The outcome of the case was successful.